Event description:
It was reported that this patient underwent a surgery to implant an inflatable penile prosthesis (ipp). The previous device was explanted due to erosion. The date of explant is unknown. It was noted that the patient had scarring when the physician implanted the new ipp. The patient outcome was not reported.